Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data for reagent lot 561758 revealed variations in calibration signals. However, quality control results were within acceptable ranges upon repeat testing. The specificity of the assay at the customer site was calculated as 99.53%, which is slightly lower than the specificity reported in the method sheet for unselected daily routine samples (99.74%). No definitive root cause for the reported false reactive results was identified.

Event description:
The initial reporter alleged an increase in false reactive results with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. The customer reported five false reactive results, all of which were reproducible. These results were associated with reagent lot 561758, which was used for the majority of the reporting period. The laboratory is a hospital laboratory serving a large population. The specificity of the assay at the customer site was calculated as 99.53% based on 2,148 determinations and 10 confirmed false reactive results from (B)(6) 2022. This specificity was lower than the values provided in the method sheet for unselected daily routine samples, which reported a specificity of 99.74%.